Event description:
It was reported that the patient was presented for a change out due to normal battery depletion. Externalized conductors were observed via diagnostic imaging. The patient was asymptomatic. No electrical anomalies were detected. Patient will be monitored with routine follow up. Patient condition is normal.